Event description:
There was no initial problem during set up of contrast. During case did 3 injections of contrast and got an error message on the medrad injector, message hand controller needs to be inserted or changed out. So controller was then unplugged and plugged back in but error came up again. So they changed it out with a new hand controller and it worked just fine. No harm to the patient did fine during the procedure.